Event description:
It was reported to boston scientific corporation that during a vaginal vault suspension procedure using a capio device (type unknown) and a bondek suture (manufactured by teleflex medical inc.; (B)(4)when the physician first attempted to suture the patient's vaginal vault to the sacrospinous ligament, the suture needle passed through the sacrospinous ligament successfully, but was not captured inside the capio cage. During the physician's second attempt to suture the patient's vaginal vault to the sacrospinous ligament, the suture needle detached inside the patient. The physician then attempted to suture the vaginal vault to the sacrospinous ligament using the needle attached to the other end of the bondek suture, but that needle detached inside the patient as well. The physician performed an x-ray to try and locate the needles, but was reportedly unable to do so due to the "limited area of exposure," and because the needles were "too small to be seen on an x-ray." The physician believes the needles remain inside the patient. The procedure was completed successfully using another capio device and another bondek suture. Reportedly, "no adverse effects" to the patient were noted post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(6). (B)(4) the reported event of needle detachment. Device code 3191: no code available for failure to catch.